Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the left main coronary artery (lm) to the left anterior descending artery (lad). During the procedure, a 014 ht versaturn guide wire (gw) was advanced out of the guiding catheter, and immediately got stuck in the most proximal part of the stent. The guide wire was pulled back and removed; however, about 1mm of the tip separated. At first the separated tip remained in the stent strut, but then it embolizing into the circumflex artery and self embedded in the artery. Upon removal of the guide wire, some peeling was noted. There was no adverse patient sequela and no reported clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The reported patient effect of embolism is listed in instructions for use hi-torque guide wires, pts, ptca, stents, with ce, as a known patient effect of the procedure. The investigation determined the reported difficulty to remove tip separation, peeling and embolism appear to be related to case circumstances of the procedure. In this case, it is likely that device interaction during advancement caused the tip to get caught or stuck on the previously implanted stent resulting in the difficulty to remove. Manipulation against resistance during retraction likely resulted in the tip separation in the anatomy causing the appearance of peeling, then further embolizing and self-embedding into the circumflex artery. There is no indication of a product quality issue with respect to manufacture, design, or labeling.